Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B) (4). (B) (4). (B) (4).

Event description:
A consumer reported that the surgeon informed her that the intraocular lens (iol) implanted is off-axis. At the consumer's request, the surgeon was not contacted.